Manufacturer narrative:
The product was repaired by an oit authorized repair center. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. It is possible the event occurred because dust or waterdrop was adhered to the electrical contacts of the scope, cable loosened, or the circuit board malfunctioned. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (B)(4) was informed by the clinical engineer at the user facility that the evis exera iii video system center gave a "b30" communication error during an unspecified procedure. There was minimal delay and the issue did not have any impact on the procedure. No patient injury or harm was reported.

Manufacturer narrative:
It was reported that the device was by an agency and the product will not returned. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.